Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that conduction temporarily failed by influence of the invaded moisture from the leaking area, which led to temporarily occurrence of the suggested event. The event can be detected/prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. ". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation .additionally due to damage on channel tube, water tightness was lost, switch #1had wear ,light guide lens was shaved ,due to corrosion on plug unit, the image was not displayed, there was no image due to defective plug unit ,the instrument channel tube had leakage, the scope connector was immersed ,the switches were worn, one light guide lens was damaged and switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had a scope error e315(incompatible scope). The issue occurred during a diagnostic procedure (enteroscope).there was no delay and the patient was not under anesthesia. The intended procedure was completed using the same set of equipment . There were no reports of patient harm.